Manufacturer narrative:
Concomitant medical products: 6940-52 lead; 694265 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed under-sensing of atrial tachycardia/atrial fibrillation and the device did not remain in switch mode. Re-programming was performed, and the device and lead remain in use. No patient complications have been reported as a result of this event.